Manufacturer narrative:
Device evaluated by MFR.:stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged at both distal and proximal ends. The stent od (outer diameter) for the undamaged mid-section of the stent was measured and was within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion was located in the moderately tortuous and mildy calcified proximal left circumflex (lcx) artery. Direct stenting was performed and a 3.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during angiography, it was noticed that the stent flared. The device was withdrawn and the procedure was completed with a different stent, post dilated with a nc balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex (lcx) artery. Direct stenting was performed and a 3.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during angiography, it was noticed that the stent flared. The device was withdrawn and the procedure was completed with a different stent, post dilated with a nc balloon. No patient complications were reported and the patient's status was stable.